Event description:
The customer reported false positive architect total b-hcg and provided the following data: (reference: = 5.00 miu/ml (iu/l) is negative, = 25.00 miu/ml (iu/l) is positive, > 5.00 miu/ml (iu/l) and < 25.00 miu/ml (iu/l) are considered grayzone - no interpretation will be reported for these results). Initial result was 800 (positive) and the repeat result was negative (no value provided). There was no reported impact to patient management.

Manufacturer narrative:
E1 phone: complete phone number is (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive architect total b-hcg and provided the following data: (reference: = 5.00 miu/ml (iu/l) is negative, = 25.00 miu/ml (iu/l) is positive, > 5.00 miu/ml (iu/l) and < 25.00 miu/ml (iu/l) are considered grayzone - no interpretation will be reported for these results). Initial result was 800 (positive) and the repeat result was negative (no value provided). There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect total -hcg reagents in the field was reviewed using data gathered from customers worldwide. While the ticket search by lot and trending did identify an increase complaint activity for the complaint lot, the review of field data determined the median values for the negative population for the complaint lot it within the established limits. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect total -hcg reagent lot number 42491ud01 was identified.